Event description:
Pt scheduled for replacement pain pump due to end of life. Pt is alleging pain pump that was removed delivered too much medication causing her to have a stroke (B)(6) 2017; original pain pump was not placed at this facility.